Event description:
The reporter stated the surgeon implanted a 13.2 mm vicm13.2 implantable collamer lens in the pt's left eye on (B)(6) 2012. This lens was explanted on (B)(6) 2012, due to excessive vaulting. The lens was exchanged for a shorter length lens. The pt's last visit on (B)(6) 2012, ucva was 20/16.

Manufacturer narrative:
(B)(4).